Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were reviewed, and it was noted that the photographs showed a damaged cap caught in the pouch seal. There was iodine staining on the pouch as a result of the cap getting caught in the seal. The reported condition was verified. The cause of the reported condition was the manufacturing sealing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was damaged. This was observed before use during peritoneal dialysis therapy. It was further reported that the minicap packaging had brown spots, however when they opened the package, the cap was crushed. There was no patient involvement. No additional information is available.